Manufacturer narrative:
The product has not been returned for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 16e with an ios operating system version 26.5.2. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced trembling and sweating but was able to self-treat by drinking coca-cola. There was no third-party treatment reported with the reported issue. There was no report of death or permanent impairment associated with this event.